Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the device was defective, the suture came off the needle. There was no patient injury.